Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, during fluoroscopy check of the completed load, the physician noted that the deployment knob of the delivery catheter system (dcs) had separated. The physician pressed back the separated parts and decided to continue with the procedure. After valve deployment, when closing the nitinol capsule, the deployment knob separated again. The front tab was noted to be broken when the capsule was more than 2/3 closed. It was reported that the deployment knob trigger was used only after the deployment when closing the catheter in the descending aorta and the handle was not over-driven. The capsule was able to be closed and the dcs was withdrawn from the patient. It was reported that there was not any extra tension with the dcs and the anatomy of the patient was normal. Medtronic personnel was not present at the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the deployment knobs are in the correct place but they are not intact. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. From close observation, one of the tabs does appear to be hinging inwards. The other tab has a hairline fracture at the point where the tab protrudes from the deployment knob. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the dcs was returned and evaluated by medtronic. The deployment knobs were in the correct place but they were not intact confirming the reported complaint. At this point the deployment knobs were separated by the analysis technician. Several voids were also observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.